Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported under unknown circumstances, the cardiosave intra-aortic balloon pump (iabp) had gas loss in circuit. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp but was unable to reproduce the reported issue and during testing observed expired safety disk. The fse replaced the safety disk and performed all manifold leak test, passed to specifications. Unit passed all functional and safety tests per factory specifications, returned to customer.

Event description:
N/a.